Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted approximately three weeks post implant due to a pocket infection with noted redness and swelling. Upon device interrogation, it was further noted that the right ventricular (rv) lead had dislodged and was not capturing. The patient received antibiotics. A temporary pacemaker was placed, and one week later the system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dtpc2d4 (rtw602498s); product type: 0236-crt-d; implant date (B)(6) 2025; explant date (B)(6) 2025 product ID 6935m62 (tdl687055v); product type: 0264-lead-hv; implant date (B)(6) 2025; explant date (B)(6) 2025 product ID 407652 (bbl1821085); product type: 0270-lead-lv-pace; implant date (B)(6) 2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.